Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer continued to use the pump and has manual insulin injections if needed. There was no reported adverse impact to customers blood glucose (bg) level.